Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid left anterior descending artery. After predilatation was performed with two different sized non-abbott dilatation balloons, the 3.0x28 mm xience v was deployed across the lesion. A small edge dissection was observed with required the placement of an additional 3.0x28 mm xience v stent to treat the dissection successfully. The end result was good without any adverse patient outcome. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.